Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a discrepancy in reading between sensor glucose and blood glucose values that triggered a threshold suspension and received a sensor updating alert. The customer reported no adverse event. The event involved product(s) mmt-7040a and mmt-1884. Troubleshooting was performed and the discrepancy between the sensor glucose value of 78 mg/dl and blood glucose value of 189 mg/dl was not within the target range. No harm requiring medical intervention was reported. Product return requested for mmt-7040a. No product return required for mmt-1884.

Manufacturer narrative:
Following our receipt of the one returned used partial sensor (needle does not return) and performed visual inspection and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Unable to confirm needle anomaly due to customer did not return insertion needle. Performed bicarbonate buffer test and sensor failed per specifications due to high isig readings. Placed sensor on the microscope and found gold trace damage (cracks). See attached file for results. In summary, the customer complaints of unexpected sensor alarms were confirmed during the bicarbonate buffer testing with high isig readings, found damaged as seen under the microscope. The customer concern for needle anomaly could not be confirmed, missing needle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.